Event description:
Reporter indicated that pt developed an infection after 'vns' implant. Both the lead and the generator were explanted as a result of the infection. The pt took antibiotics for approx one month post-explant and was re-implanted 2-3 weeks after antibiotic course was completed (11/1998). It was reported that the pt remained hospitalized for 3-4 days on IV antibiotics after reimplant and that no further infection was noted.